Event description:
Surgeon inserted cannula into knee for arthroscopic procedure. Instrument is used to fill cavity with fluids. Instrument broke on insertion into knee. All pieces retrieved, no apparent injury to pt.